Event description:
Boston scientific received information that this pacemaker was an attempted implant. The implanting physician had inserted the right ventricular (rv) lead into the device and secured the set screws. The set screws were then loosened and the rv lead was removed. Upon reinserting the rv lead into the header, the distal set screw could not be advanced or tightened. The torque wrench was unable to engage the screw. At that time, the device was removed and a new one was implanted. There were no adverse patient effects. The device is to be returned.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, visual inspection of the device identified no anomalies. The ventricular ring seal plug was damaged, similar to when the setscrew is removed from seal plug area and then reinserted. The ventricular tip setscrew was missing. An x-ray was performed which indicated that the setscrew was not aligned in the set screw slot, which could have contributed to the difficulty encountered at explant. The clinical observation was able to be confirmed.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
The device has been returned for analysis.